Manufacturer narrative:
The pump was received with critical pump errors and a pump error 35 due to moisture damage on the force sensor. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self tests due to the critical pump errors. Unable to verify the pump error 29 due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a missing display window cover, a damaged keypad overlay texture, missing end cap address label, a slightly corroded battery tube and moisture damage on the motor assembly. The pump was received with corrosion on all electronic assemblies.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an error alarm. Customer's blood glucose readings were unknown.